Manufacturer narrative:
(B)(4). Device evaluation summary: the actual device was received: an empty labeled winding former and a needle-suture in three of product code 8412, lot mmb983 were returned for analysis. During the visual inspection of the sample (needle/suture piece), the swage and attachment area were observed to be as expected; however, marks were noted on the body needle, and the end of the suture was observed cut appears to be by use of a surgical instrument. The other sections of the suture were examined, a knot on a suture piece and damaged on the body suture piece were found. Also, the ends of the suture pieces were cut. According to the sample condition it was suggest an improper handling of the sample. In handling this or any other suture material, care should be taken to avoid damage from handling. Avoid crushing or crimping damage due to application of surgical instruments such as forceps or needle holders. Representative samples were received: an opened box with twenty two unopened samples of product code 8412, lot mmb983 were returned for analysis. During the visual inspection of thirteen unopened samples, no defects were found on the packages. The samples were opened and the swage and attachment area of the eight needles were as expected. The sutures were dispensed without problems and test tactile was performed on sutures and no defects, damage or fraying suture along of the strand were noted. Per the condition of the representative samples, no performance fraying suture intra-op was found. Photo analysis: only a picture of the sample was received for analysis. Upon visual inspection of the picture, a fraying suture could be observed. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this batch.  A manufacturing record review was performed for the finished device batch mmb983-8412h and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Photograph has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent laparoscopic procedure on (B)(6) 2019 and suture was used. The suture began to fray as the surgeon was using it. A like device was used to complete the procedure without issue. There were no adverse patient consequences reported.